Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a battery-failed alarm and the pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found no damage to the battery cap contacts. The customer was able to clear the alarm and the customer was able to clear the rewind. It was unknown whether the customer will continue using the insulin pump. It will not be returned for analysis.